Manufacturer narrative:
It was reported that the patient had an infection. There was no revision surgery done as a result of this infection. Review of the device history record indicates that the device was manufactured to specification. All sterilization requirements were met.

Event description:
It was reported that the patient had an infection. There was no revision surgery done as a result of this infection.